Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("patch tests positive to chromium, nickel and cobalt") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On (B)(6)2017, the patient experienced stress ("psychologically exhausted by this demanding procedure"), 1 year 10 months after insertion of essure. On (B)(6)2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals and stress outcome was unknown. The reporter provided no causality assessment for allergy to metals and stress with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2017: 3 patch tests (chromium, nickel and cobalt). Results of these 3 tests were positive at 48 hours and 72 hours: chromium (+), nickel (++) and cobalt (++), this give evidence of sensitivity to these 3 metals. Further company follow-up with the lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: after review and confirmation from french health authority, this case was found to be a duplicate of case (B)(4); therefore this current case will be deleted from bayer database and all its content is being transferred to the remaining case(B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("patch tests positive to chromium, nickel and cobalt") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced stress ("psychologically exhausted by this demanding procedure"), 1 year 10 months after insertion of essure. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) -2017. At the time of the report, the allergy to metals and stress outcome was unknown. The reporter provided no causality assessment for allergy to metals and stress with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: 3 patch tests (chromium, nickel and cobalt). Results of these 3 tests were positive at 48 hours and 72 hours: chromium (+), nickel (++) and cobalt (++), this give evidence of sensitivity to these 3 metals. Further company follow-up with the lawyer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.